Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to an increase in capture thresholds which was discovered to be caused by clavicular crush. No additional adverse patient effects were reported.